Event description:
In 1995, dr implanted a 21mm aortic st. Jude medical mechanical heart valve (model 21a-101). In 2000, dr explanted this valve due to thrombus. According to the operative report, at explant, the valve was "thrombosed with one leaflet fixed in the near closed position." There was difficulty removing the valve, which resulted in a tear along the noncoronary cusp, extending through the intima. The tear was repaired; however, this narrowed the aortic annulus and the new valve could not be seated properly. As a result, the annulus was enlarged using a strip of pericardium and the 21 mm aortic st. Jude medical mechanical heart vavle sjm masters series (model 21ahpj-505) was then successfully implanted. A "fairly large area of scar and pledget remnants" was noted to be underneath the noncoronary cusp area; however, "there was no obstruction of the valve leaflets." The pt was reported to be in "stable" condition postoperatively and no additional info was available.

Event description:
Per operative report: the aortic valve was thrombosed with one leaflet fixed in the near-closed position. There was difficulty removing the valve, resulting in a tear along the noncoronary cusps extending through the intima. The tear was repaired, narrowing the annulus, and the replacement valve (sjm 21ahpj-505) could not be seated properly. The annulus was enlarged using a strip of pericardium and the valve was seated.